Event description:
It was reported via the patient call center that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. About three years post index procedure, the patient experienced a tia. The patient was placed on plavix and was taken off the aspirin medication regimen. No further patient complications were reported.